Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found foreign material in the image guide (ig) tube, bending section cover (a-rubber), and the insertion section/tube had foreign material. Based on the results of the investigation, the attached foreign material had not been identified and the root cause of the reportable events could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited foreign material in the image guide (ig) tube, bending section cover (a-rubber), and the insertion section/tube had foreign material. There was no report of patient involvement.